Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. Therefore, 5 retained push button wing sets from indicated lot number were functionally tested and the customer's indicated failure mode of splatter was not observed. Bd was unable to confirm customers indicated failure mode based on the retained samples test results. No root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced blood splatter /leakage. The following information was provided by the initial reporter. The customer stated: a safety risk when taken out of a person¿s arm it retracts and blood goes everywhere.